Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus did not align with the cursor. The overlay found out of electrical specification. Analysis also found the latch tab on the power cord bay was bent and the system fan was noisy. Concomitant medical products: product ID: 2067l radio frequency head. (B)(4).

Event description:
It was reported that during a device interrogation the programmer froze on the elective replacement indicator (eri) pop up screen. The pen was replaced but the issue was not cleared. The pen was not going to the correct place. The programmer was replaced and returned for repair. No patient complications have been reported as a result of this event.